Event description:
During a placement of permanent scs, I was producing the fluoroscopic exposure for the dr, when he said "fluor off". I released the exposure button atop the c-arm unit. The monitor went dark, yet beeping continued. I hit the kill switch, no effect. I moved the c-arm away from the pt, attempted the emergency stop button again, beeping continued as if fluoro still on, so I pulled power cord from socket.